Event description:
It was reported that the patient experienced ineffective therapy following a fall. X-ray imaging revealed lead migration. Surgical intervention may take place in the future to address the issue. It is unknown which lead caused/contributed to this event.

Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 kit implantable slim tip lead, 50cm; however, it is unknown which kit implantable slim tip lead, 50cm, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: kit implantable slim tip lead, 50cm, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 9242372.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.